Event description:
A customer in (B)(6) reported discrepant results when using chromid(tm) cps elite agar; presence of a pink colony on cpse from urinary sample. There was no patient harm reported, however; there was a delay in the results due to the complementary testing.

Manufacturer narrative:
An investigation into a misidentification when using the chromid cps® elite agar was performed by biomerieux. The organism in question had an enzymatic profile performed on it. The enzymatic profile revealed that this particular enterobacter organism expressed ss-galactosidase. Based on the design of the chromid cps® elite agar any organism that produces ss-galactosidase will produce a red to burgundy coloration of the medium. This red to burgundy coloration is most typical of e. Coli organisms and an enterobacter organism does not typically produce ss-galactosidase. Based on the enzymatic profile of the organism, the product is performing as expected. The package insert states that certain species may produce colonies of the same characteristic color as e. Coli (ex.: citrobacter) as a product limitation.